Manufacturer narrative:
Lot number not provided. Device not returned for investigation. It is not possible to gather further details for this investigation.

Event description:
A health care provider contacted valeritas customer care to obtain instructions on how to remove a vgo device. The hcp stated that they were currently treating an unresponsive patient and needed to remove the vgo device. No further information was provided or available. The hcp name and direct contact information was not provided. Patient contact information is not available. It is not possible to gather further details for this investigation.

Manufacturer narrative:
Initial reporter: unknown. Healthcare professional: yes. Reporter occupation: nurse. Report type: follow-up #1. Follow-up type: correction.